Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time. The reported outflow graft twisting could not be confirmed through this investigation; no products were returned for evaluation and no images of the outflow graft were submitted for analysis. Furthermore, a specific cause for the reported twisting could not be determined. Review of the submitted log files confirmed low flow events. It was reported by the center that the low flow alarms were due to hypertension. A direct correlation between the device and the reported hypertension could not be conclusively determined. Additionally, a direct correlation between the device and the reported right heart dysfunction could not be conclusively determined. The submitted log files contained low flow alarms. The pump speed remained within the set speed parameters for the duration of the log files, and the system appeared to function as intended. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) warns that twisting of the outflow graft has been identified in some patients post-operatively. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU also warms that firmly hand-tightening the screw ring may reduce the risk of outflow graft twisting by increasing the resistance to metallic outflow graft connector rotation. The heartmate 3 lvas IFU lists hypertension and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file submitted contained a few low flow estimates and sustained low flow hazard events in which the calculated flow appears to be fluctuating below the alarm threshold of 2.5lpm. The patient presented to the emergency room (ER) with complaints of chest pain, shortness of breath, nausea and continuous vad alarms. On arrival to the ER, patient was noted to be hypertensive with map roughly 110 mmhg and glucose of 500; with some low flow alarms shortly after arrival. The patient was admitted on (B)(6) 2021 for substernal cp and abdominal pain. It was suspected he had gastroparesis; patients blood pressure was elevated and labile and a strong pulse was palpable radially. A CT of the heart 4d performed on (B)(6) 2021 revealed left ventricular assist device with a spiraling eccentric filling defect within the outflow graft which is consistent with outflow graft twisting under the bend relief., which results in marked luminal narrowing of the outflow graft. No inflow cannula stenosis of the left ventricular assist device. On (B)(6) 2021 an outflow graft revision done. Events reported that on (B)(6) 2021 echo with decompressed lv, midline septum and mod rv dysfunction. On (B)(6) 2021 rpms increased to 4900. On (B)(6) 2021 rpms decreased to 4800 and on (B)(6) 2021 rpms increased to 5100. The patient seen for follow up visit on (B)(6) 2021 and the patient continued to have low flow alarms due to hypertension and the patients antihypertensives were adjusted and a ramp echo was done with rpm adjustment with resolution of his low flows. No additional information provided.